Manufacturer narrative:
During zoll's evaluation of the device. Contamination was observed in the spoon seat where the electrode screws into the handle set. However, this did not prevent proper discharge of the device during testing.

Event description:
Complainant alleged that during a routine shift check by a clinician the internal paddles would not permit discharge from the defibrillator. The complainant indicated that there was no pt involvement in the reported failure.